Manufacturer narrative:
E1: initial reporters' facility name is (B)(6) hospital. Reported here as the facility name exceeded the character limit for the designated field. H6: imdrf device code a0402 captures the reportable event of a balloon burst. H11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed and a visual inspection found no physical damage. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon. Microscopic evaluation found the balloon had a pinhole located approximately 50mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was not confirmed. The returned device was inflated without any problem however it was not able to hold pressure due to a pinhole located approximately 50mm from the tip of the device. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The customer reported the balloon was pre-inflated outside of the patient; however, the instructions for use (IFU) states, precaution: do not pre-inflate, pretest balloon, or attempt to refold balloon into protective sleeve. Pretesting the balloon can cause it to lose its original shape resulting in resistance when inserting it into the scope and causing a pinhole. Therefore, the most probable root cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2025. During the procedure, the balloon ruptured at 3 atm. It was reported that there was a stapler in the inflation site and no piece of the balloon detached inside the patient. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block e1: initial reporter's facility name is (B)(6). Reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2025. During the procedure, the balloon ruptured at 3 atm. It was reported that there was a stapler in the inflation site and no piece of the balloon detached inside the patient. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.